Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to the leads migrating. X-rays confirmed migration. Patient had fallen several times. Surgical intervention took place wherein the drg system was explanted and replaced with an scs system due to scar tissue to address the issue.